Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this complaint, attempts were made to obtain weight but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg did not communicate with external devices. The patient's ipg was deemed inoperable. As a result, the ipg was explanted to address the issue.